Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. A0709: camera not tracking a22: red flashing light d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot#: (B)(6), UDI#: unknown f1908: delay of less than one hour f26: no patient impact, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that there was a red flashing battery symbol on the screen and the camera was not tracking. There was no impact on patient outcome and the issue caused a less than 1 hour delay. Troubleshooting was done and the self-test was checked, it stated that the power status was lost with the uninterruptible power supply (ups). The nditoolbox was checked and it stated, 'clock inaccurate' then asked if the user wanted to correct it and after selecting yes, the bump status was okay and resolved the issue.